Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/25/2024, it was reported by a sales representative via (B)(4) that an ar-1510fs-7 ratcheting drill sleeve for flipcutters tip was bent. This occurred during an acl case, making the drill hole bigger. The case continued using a different sleeve.

Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, g3, and h10. Complaint allegation is confirmed. Upon visual evaluation, it was noted that the distal end of the shaft of the ratcheting drill sleeve for flipcutter®, stepped, 3.5 mm had bent. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage, as it serves as a sleeve for flipcutter® iii drills, used for various knee procedures, including acl (anterior cruciate ligament) repair. Device was manufactured 2017.